Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured august 27, 2015 - august 28, 2015. The device was received for evaluation. Visual and microscopic inspection were performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil and 0.9% sodium chloride solution to a total fill volume of 96ml. There was no patient involvement. No additional information is available.